Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected non fasting blood glucose test result range is 160-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The customer is currently (not) taking medication to manage diabetes. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 97 and 107mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is 08/2015. The meter memory was reviewed for previous test result history (date / time not set): 106mg/dl (B)(6) 2015 03:27:00 am fasting:no; 111mg/dl (B)(6) 2015 01:53:00 am fasting:yes; 103mg/dl (B)(6) 2015 03:40:00 am fasting:no.; 144mg/dl (B)(6) 2015 09:29:00 am fasting:yes.; 123mg/dl (B)(6) 2015 09:23:00 am fasting:no. Customers concern:the customer is concerened with the results of 106 and 103 in the meter's memory customer code chip matches the test strips. The time on the meter is incorrect. Customer is concerned with the low results on the meter. The result the customer is concerned with was taken 1 hour after she had eaten. She says she should get results of 160-170 after the 1 hour test and the result she is getting is too low. I did advise the customer to wait 2 hours after a meal to perform a blood test in order to get an accurate result. Customer is also concerned with the back to back blood test as it was also within 1 hour of eating.